Manufacturer narrative:
During service at the manufacturer, the service technician was able to duplicate the reported hole in hose symptom, attributable to the punctured hose assembly observed during the device inspection.

Event description:
It was reported that during testing at the manufacturer facility, the device was determined to have a hole in the hose which passes air and lubricant. As this occurred during testing, there was no patient involvement, no delay, no medical intervention and no adverse consequences.